Event description:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4)) on (B)(6) 2020. This spontaneous case was reported by a consumer and describes the occurrence of medical device removal ('medical device removal') in an adult female patient who had essure (batch no. C26960) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced pain ("varied pains"), hypoaesthesia ("numbness of one leg"), paraesthesia ("tingling in the face"), discomfort ("regular discomfort") and arthralgia ("joint pain"). The patient was treated with surgery. At the time of the report, the medical device removal, hypoaesthesia, paraesthesia, discomfort and arthralgia outcome was unknown and the pain was resolving. The reporter provided no causality assessment for arthralgia, discomfort, hypoaesthesia, medical device removal, pain and paraesthesia with essure. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: r2003055) on (B)(6) 2020. The most recent information was received on (B)(6) 2020. This spontaneous case was reported by a consumer and describes the occurrence of medical device removal ('medical device removal') in an adult female patient who had essure (batch no. C26960) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced pain ("varied pains"), hypoaesthesia ("numbness of one leg"), paraesthesia ("tingling in the face"), discomfort ("regular discomfort") and arthralgia ("joint pain"). The patient was treated with surgery. At the time of the report, the medical device removal, hypoaesthesia, paraesthesia, discomfort and arthralgia outcome was unknown and the pain was resolving. The reporter provided no causality assessment for arthralgia, discomfort, hypoaesthesia, medical device removal, pain and paraesthesia with essure. Lot number: c26960 manufacturing date: 2014-02-25. Expiration date: 2017-02-28. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: quality-safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.